Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt for cardiac arrest (age & gender unk), the device delivered energy when the recorder button was pressed. Additionally, the user felt the unintended delivery of energy. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt or to the staff member due to the reported malfunction.